Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was initially reported that a cleo® 90 infusion set adhesive falls off or did not stick well over the last few months. It was then reported that the adhesive stuck to the cap and caused the site to not adhere to the patient's skin. The patient noticed the product was damaged when it was first opened. Blood glucose levels were adversely affected and reported to be over 500mg/dl. The patient used manual injections to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-02084, 2183502-2016-02085, 2183502-2016-02086, 2183502-2016-02087, 2183502-2016-02089, 2183502-2016-02090, 2183502-2016-02091, 2183502-2016-02092, and 2183502-2016-02093.